Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed, to update the additional manufacturing narrative.

Manufacturer narrative:
Boston scientific issued a field safety notice in august 2019, regarding a subset of emblem devices. That has an elevated potential of exhibiting this behavior. The population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed system errors included lead impedance, elective replacement indicator (eri) and a battery depletion error. The power consumption had been gradually increasing over time. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a large decrease in battery percentage remaining. Engineering analysis confirmed the device is exhibiting characteristics of a premature depletion condition consistent with degradation of a ceramic capacitor due to traces of hydrogen gas within the sealed pg environment. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.